Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon pinhole leak occurred. The target lesion was located in a vessel in an arm. A 9.0 x40, 75cm charger¿ balloon catheter was advanced for dilatation. However upon inflation, a small hole was noted on the base of the balloon causing the device to lose pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.